Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The probable cause is due to a gowning error in manufacturing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
One device was returned for analysis with complaint that an eyelash had been discovered in a 100 ml cassette. The event occurred during compounding/immediately on use at the hospital. There was no patient involvement, and no patient harm adverse event reported.